Event description:
It was reported intermittent undefined cartridge errors occurred. There was no reported impact to the customer's blood glucose level. The customer performed a supply change to address the issues and continued to use the pump for insulin therapy.